Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. Reported event of the electrical connector broken. According to the complainant, the suspect device has been disposed of and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used in the patient¿s stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during preparation, when the electrical connector of injection gold probe¿ was plugged into the generator, it came dislodged from the catheter and wires were exposed. The procedure was completed with another injection gold probe¿. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.